Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was alarming unexpected restart. The unexpected restart alarm was recurring during normal insulin pump use. The customer could not clear the alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected a21 alarms noted during our testing. The insulin passed displacement test and a21 error tests. The insulin pump has cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip and scratches on the reservoir tube window.